Event description:
The following events are being reported as a voluntary initiation because hosp feels this is a potential packaging problem. A catheter was ordered for the pt. The multi-lumen central venous catheterization kit with blue catheter spring wire introduction syringe, are so similar, it is difficult to distinguish one catheter from the other. Due to similarities in the packaging, the line remained in greater than 5 days and is felt that the difficulty distinguishing the difference has possibly resulted in the pt developing an intravasclar line infection.